Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of a thoracic aorta aneurysm with gore ctag endoprostheses. The device was implanted just below the left common carotid artery. The patient tolerated the procedure. On (B)(6) 2016, the patient showed a type a dissection. The entry occurred at the proximal edge of the device. The ascending and arch aorta was replaced with a synthetic graft to treat the dissection. The patient tolerated the procedure.